Event description:
It was reported that the patient had a return of symptoms following a CT scan (computed tomography). The type of medication, concentration, and daily dose being administered via the pump were not reported. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.